Event description:
Customer reported cartridge alarm issue with the pump, but there was no adverse impact to blood glucose level, which did not exceed 500 mg/dl. Technical support decided to replace the malfunctioning pump, and customer was informed that the replacement would include updated software. Customer was also instructed on storage mode for the pump and returning the problematic pump using the provided box and pre-paid label. Customer understood these instructions and acknowledged receipt of a replacement pump.